Event description:
It has been determined that the device associated with this complain is not an abbvie device. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side deflation, right side broken during removal, and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.